Event description:
Ous MDR - after an implantation period of about 61 months, oversensing without inappropriate therapy was reported. The physician decided to replace lead and ICD. No adverse patient side effects have been reported.

Manufacturer narrative:
As of today, the medical device is not available for analysis, therefore the device itself could not be investigated. The information has been entered into our quality system as a complaint. The received data was inspected, confirming the clinical observation. However, based on the information available for analysis, no conclusions can be drawn regarding the root cause of this observation. No x-rays were available. Should additional relevant information or the device itself become available, the investigation will be updated.